Event description:
Code blue took place earlier this month. Manager was alerted that while moving the patient the cords pulled out of the pads and they scrambled to get new pads. No harm to patient. There is also a oral report of same type of event occurring in (B)(6) of this year. Unfortunately, neither set of electrodes were saved.